Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting was performed and found current blood glucose 119mg/dl. Customer treated high blood glucose with the insulin pump and changing the whole set. Advised to check for site issues, expired insulin, programming correctness, leaks, air bubbles, kinks, or bends and found no issue. Advised to change the entire set, reservoir and treat per healthcare provider guidelines. The reservoir will not be returned for analysis.